Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion. Boston scientific engineering analysis of device data indicated the power consumption of this device has been steadily increasing over the past year. This is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pg environment. In addition, the device was also noted to have the signal artifact monitoring (sam) software which increased the device power consumption. The device remains in-service at this time. No adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed based on explant and replacement of the device.